Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2013 and a surgical sealant was used. It was noted prior to opening the device that there were multiple perforations in the packaging, compromising the sterility. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Visual examination of the package shows damages to the tray and tyvek lid. The tray shows evidence of force that cause the plastic to bent, wrinkled and break in some areas. The tyvek lid is observed with some holes on the inside border edge of the package. The tyvek shows evidence of being pressed against some surface since the tray package borders are heavily marked on the tyvek lid. Also, marks of the mesh dispenser are observed on the tyvek lid. Evidence suggest that the tray package was pressed against some surface that caused the holes on the tyvek lid and the damage on the plastic of the tray. There is no step during the packaging process that can cause this damage to the tray package. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.